Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment threads were stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: the pump was examined and found that the battery compartment threads were stripped; there was no evidence of a crack or other damage to the battery compartment. The compartment was examined and no evidence of moisture or contamination was found in the battery compartment. Unrelated to the battery compartment issue, the keypad was found to be torn at the down arrow button. The keypad was tested and confirmed that all of the buttons were responding normally. The keypad was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).